Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device on the left side as penetrating through the iterine serosa at the corona of the left segment and similar to the right fallopian tube as well') and device dislocation ('migration') in an adult female patient who had essure (batch no. B60750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, vulvovaginitis, perineal pain and loose stools. Concomitant products included escitalopram oxalate (lexapro), norethisterone (nor-qd) from (B)(6) 2014 to (B)(6) 2014 , nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014 the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with alprazolam and surgery (hysterectomy with bilateral salpingectomy ,unilateral oopherectomy-left side). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved. The reporter considered anxiety, depression, device dislocation, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, psychiatric injury, migration, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event added: migration. Event outcome updated to resolved for: pain, bleeding, bladder/ urinary problem. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device on the left side as penetrating through the iterine serosa at the corona of the left segment and similar to the right fallopian tube as well') and device dislocation ('migration') in an adult female patient who had essure (batch no. B60750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, vulvovaginitis, perineal pain, loose stools, right lower quadrant pain, chronic cervicitis, leiomyoma nos, ovarian cyst, vaginitis and anxiety. Concomitant products included escitalopram oxalate (lexapro), norethisterone (nor-qd) from 24-jul-2014 to 26-dec-2014, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with alprazolam and surgery (hysterectomy with bilateral salpingectomy ,unilateral oopherectomy-left side). Essure was removed on 14-oct-2016. At the time of the report, the embedded device, device dislocation, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and vaginal infection had resolved. The reporter considered anxiety, depression, device dislocation, embedded device, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, psychiatric injury, migration, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2016: diagnoses: uterus, cervix, bilateral fallopian tubes and right ovary, small subserosal. Leiomyomas ¿ serosal surface of uterine fundus. Mild chronic cervicitis and focal squamous metaplasia ¿ cervix. Benign weakly proliferative phase endometrium ¿ endometrium. No significant pathologic abnormality ¿ myometrium. Benign ovary with follicle cysts ¿ right ovary. Peritubal vascular congestion ¿ bilateral fallopian tube segments. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received-new reporter, lab data, medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device on the left side as penetrating through the uterine serosa at the corona of the left segment and similar to the right fallopian tube as well') and device dislocation ('migration') in an adult female patient who had essure (batch no. B60750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, vulvovaginitis, perineal pain and loose stools. Concomitant products included escitalopram oxalate (lexapro), norethisterone (nor-qd) from (B)(6) 2014 to (B)(6) 2014, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with alprazolam and surgery (hysterectomy with bilateral salpingectomy ,unilateral oophorectomy-left side). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved. The reporter considered anxiety, depression, device dislocation, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, psychiatric injury, migration, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event added: migration. Event outcome updated to resolved for: pain, bleeding, bladder/ urinary problem. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device on the left side as penetrating through the uterine serosa at the corona of the left segment and similar to the right fallopian tube as well') in an adult female patient who had essure (batch no. B60750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, vulvovaginitis, perineal pain and loose stools. Concomitant products included escitalopram oxalate (lexapro), norethisterone (nor-qd) from (B)(6) 2014, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with alprazolam and surgery (hysterectomy with bilateral salpingectomy ,unilateral oophorectomy-left side). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device on the left side as penetrating through the iterine serosa at the corona of the left segment and similar to the right fallopian tube as well') and device dislocation ('migration') in an adult female patient who had essure (batch no. B60750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, vulvovaginitis, perineal pain and loose stools. Concomitant products included escitalopram oxalate (lexapro), norethisterone (nor-qd) from (B)(6) 2014 to (B)(6) 2014, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with alprazolam and surgery (hysterectomy with bilateral salpingectomy ,unilateral oopherectomy-left side). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved. The reporter considered anxiety, depression, device dislocation, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, psychiatric injury, migration, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 26-dec-2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event added: migration. Event outcome updated to resolved for: pain, bleeding, bladder/ urinary problem. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device on the left side as penetrating through the iterine serosa at the corona of the left segment and similar to the right fallopian tube as well') and device dislocation ('migration') in an adult female patient who had essure (batch no. B60750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, vulvovaginitis, perineal pain and loose stools. Concomitant products included escitalopram oxalate (lexapro), norethisterone (nor-qd) from (B)(6) 2014 to (B)(6) 2014, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with alprazolam and surgery (hysterectomy with bilateral salpingectomy ,unilateral oophorectomy-left side). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved. The reporter considered anxiety, depression, device dislocation, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, psychiatric injury, migration, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device on the left side as penetrating through the uterine serosa at the corona of the left segment and similar to the right fallopian tube as well') in an adult female patient who had essure (batch no. B60750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, vulvovaginitis, perineal pain and loose stools. Concomitant products included escitalopram oxalate (lexapro), norethisterone (nor-qd) from (B)(6) 2014 to (B)(6) 2014, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with alprazolam and surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy-left side). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received: lot no were added. New events, " essure device on the left side as penetrating through the uterine serosa at the corona of the left segment and similar to the right fallopian tube as well, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression anxiety and mental anguish, fatigue. Patient's information was updated. New reporter contact information was added. Patient's demographics were added. Product information was added. Medical history was added. Lab data was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.